Event description:
A literature review titled "flow cytometry analysis in breast implant-associated anaplastic large cell lymphoma: three case reports" reported for case 3 on right side: periprosthetic effusion, diagnosis of bia-alcl, biomarkers completely reported. Histopathological markers of cd30+ and alk- confirmed. Status of device is unknown. Manufacturer of device is unknown.

Manufacturer narrative:
Patient diagnosed with bia-alcl, histopathological markers of cd30+ and alk- provided. Clarification d.1 brand name: unknown manufacturer, default unknown mammary implant. Journal article citation: davanzo, v.; falda, a.; fogar, p.; ludwig, k.; zuin, j.; toffanin, m.c.; pizzi, m.; dei tos, a.p.; basso, d. Flow cytometry analysis in breast implant-associated anaplastic large cell lymphoma: three case reports. Int. J. Mol. Sci. 2024, 25, 3518. Https://doi.org/10.3390/ijms25063518 academic editors: claudio ortolani, josé-enrique o¿connor and monia lenzi. Received: 19 february 2024, revised: 16 march 2024, accepted: 18 march 2024, published: 20 march 2024. Contributing authors: veronica davanzo laboratory medicine unit, biomedical sciences department¿dsb, university of padova, 35128 padova, italy alessandra falda: author for correspondence; email: alessandra.falda@aopd.veneto.it laboratory medicine unit, integrated diagnostic services¿didas, padova university hospital, 35128 padova, italy paola fogar laboratory medicine unit, integrated diagnostic services¿didas, padova university hospital, 35128 padova, italy kathrin ludwig surgical pathology and cytopathology unit, department of medicine¿dimed, padova university hospital, 35128 padova, italy jenny zuin laboratory medicine unit, integrated diagnostic services¿didas, padova university hospital, 35128 padova, italy maria cristina toffanin department of breast surgery, veneto institute of oncology iov irccs, 35128 padova, italy marco pizzi surgical pathology and cytopathology unit, department of medicine¿dimed, padova university hospital, 35128 padova, italy surgical pathology and cytopathology unit, department of medicine¿dimed, university of padova, 35128 padova, italy angelo paolo dei tos surgical pathology and cytopathology unit, department of medicine¿dimed, padova university hospital, 35128 padova, italy surgical pathology and cytopathology unit, department of medicine¿dimed, university of padova, 35128 padova, italy daniela basso laboratory medicine unit, integrated diagnostic services¿didas, padova university hospital, 35128 padova, italy laboratory medicine unit, department of medicine¿dimed, university of padova, 35128 padova, italy the events of seroma-late and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
The device has been explanted.